Event description:
According to the reporter, the patient underwent a robot-assisted right diaphragmatic fold surgery under general anesthesia. The device was removed and the surgeon used a round needle to suture the 3 outer sheath puncture ports. There was no abnormality in the preoperative inspection of the suture needle, and the suture process was normal. After completing suturing, the doctor handed back the needle, and the hand-washing nurse checked and found that the needle tip was dull and the tip part was broken and was missing of about 1mm. The nurse immediately informed the physician, after the pause, the user looked at the incision and around the incision, but did not find the tip segment. Therefore, the healthcare professional took pictures of the incision site with the c-arm machine at the bedside. No abnormal metal development was found in the images, and the operation continued. The surgery was completed and the patient was returned to the ward after the tracheal tube was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.